Event description:
The recipient is reportedly experiencing an infection at the incision site. The recipient was prescribed antibiotics (type unknown).

Manufacturer narrative:
The explanted device is presumed lost and will not return for analysis. A review of the device history record was performed and no anomalies were noted. The recipient is reportedly healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly stopped wearing the device due to pain. The recipient's infection is reportedly getting worse. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The infection and skin flap breakdown are not device related. The recipient is still healing. The recipient is not wearing the device while healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient will not be reimplanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.